Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing. Technical services (ts) was consulted and explained impedance had decreased abruptly but remain within normal limits. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing. Technical services (ts) was consulted and explained impedance had decreased abruptly but remain within normal limits. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.